Event description:
It was reported that post a coronary artery stenting procedure, angina occurred. The target lesion was located in the mid left anterior descending (mid lad) artery with a 90% stenosis and was 16mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 24mm taxus liberte study stent with 0% residual stenosis. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. At the four year follow-up visit, continuous clopidogrel use only was confirmed. At 1598 days after the index procedure, the pt experienced unstable angina pectoris, and was hospitalized. He underwent angiography without revascularization, and no intervention done. Medication was prescribed and the event was resolved with no residual effects and the pt was discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.